Event description:
It was reported that the patient had been hospitalized with hypoglycemia while wearing a pod. Symptoms reported include dizziness and vomiting. The pod was removed at the hospital and patient was released after 5 to 7 days. Patient was not willing to answer further questions regarding the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.